Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had random no delivery alarms coming up more and more. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer also stated that the insulin pump stopped working. Customer also stated that they had replaced battery and it was fine. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.